Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump keypad was not responsive. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated insulin pump did not alarmed stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. The pump was returned for keypad unresponsive buttons on event date 07/17/2022. Unit passed the displacement test and self-test. No damage noted on the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit passed the keypad voltage test. The history was download successfully using thus software. The long trace history file did confirm stuck keypad error/ pump error 61 alarm on 07/16/2022 20:53:34:000 pm problem isolated to keypad electronics. The following were noted during visual inspection, cracked battery tube threads and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for keypad unresponsive problem isolated to keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Report source has been updated and provided with this report in section g2.